Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the allura system did not boot up. The system was not in clinical use. No harm has been reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of log files shown grabber card failure resulted in the system not being able to complete the start sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flex vision pc failed. The fse replaced the flex vision pc, reinstalled the software and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not boot up. Review of the log file confirmed the flexvision pc grabber card issue and logging shows ¿failed to initialize all grabber cards¿. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). Upon further inspection, philips field service engineer (fse) replaced the flex vision pc, hdd and reloaded software in new hdd. After the replacement of flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.